Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was set to proper time and date. Program a two unit basal rate for twenty-four hours and monitored unit for four days. All basal were delivered, properly recorded in history and daily totals. No basal anomaly was noted during testing. Insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Insulin pump functioned properly. Unit received with minor scratched lcd window, cracked reservoir tube lip, and broken belt clip slot.

Event description:
It was reported by the customer that their insulin pump has stopped working. Customer states the device is programmed to deliver insulin once every hour and it is not. Customer also stated they have checked their basal rates and have had a high blood glucose level for four days. Customer advised the device does not have physical damage and they have treated high blood glucose levels with food. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 40 mg/dl at time of reporting. Nothing further reported.